Manufacturer narrative:
The investigation for the console (aic) pump issue has been completed. The console was returned and was tested to attempt to recreate the failure mode but this was unsuccessful. The console passed all testing during the investigation leading to the cause of this failure mode to be most likely due to a rarely occurring epm crystal failure on the impellatronic board. Data logs were reviewed finding that in step 3, the epm is power cycled after the console does not see a pump connected for 20 seconds and then the console misidentifies pump 492325 asking the user in step 3 to "connect cable: connect grey connectors screen". This is the incorrect message for a 5.5 pump. The pump is moved over to (B)(6) and the failure mode does not reproduce. The pump detection issue was most likely due to the rarely occurring epm crystal issue. The impellatronic pca does not have permanent damage, but this intermittent pump detection failure occurs infrequently and already has a sw mitigation in place. Added- d9 device return date d4-updated model number

Manufacturer narrative:
The automated impella controller (aic) was not received from the customer; and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 31-year-old male with cardiomyopathy was planned for an impella device for mechanical circulatory support. The team attempted to start a new case with the automated impella controller (aic). When the white cable was plugged into the aic, and it did not recognize the device. The aic kept prompting to make the black-to-black connection. The aic was replaced, and the same white cable was plugged into a new aic without any issues. There was no report of patient harm.